Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for evaluation and testing and upon completion, no issues relating to abnormal results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for abnormal results with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the sample was collected in a bd vacutainer® k3e plus blood collection tube from the oncology patient and analyzed on the xn-550 sysmex, measuring sls-hemoglobin. The resulting measurement was "very low (4g/dl)", so the patient "got the donation of blood", and the next measurement produced a "very high result" of "8,2g/dl to 12,6g/dl". The customer reported 10 occurrences of this event. The following information was provided by the initial reporter: "blood was collected from onco patients to k3edta tubes and hb was measured. The result was very low(4g/dl), so the patients got the donation of blood. Next measurement gives very high result - expected growth is 2g/dl but it was from 8,2g/dl to 12,6g/dl. Analyzer: xn-550 sysmex, measuring method: sls--hemoglobin. Then we provided other lot of tubes, but this situation happened again. To investigate it more, collected tubes ( new lot) were sent to other hospital ( 10 km away from original one). The situation happened again. Lab manager says that she thinks if hb is ~8g/dl our tubes give false negative results (~4g/dl)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sample was collected in a bd vacutainer® k3e plus blood collection tube from the oncology patient and analyzed on the xn-550 sysmex, measuring sls-hemoglobin. The resulting measurement was "very low (4g/dl)", so the patient "got the donation of blood", and the next measurement produced a "very high result" of "8,2g/dl to 12,6g/dl". The customer reported 10 occurrences of this event. The following information was provided by the initial reporter: "blood was collected from onco patients to k3edta tubes and hb was measured. The result was very low(4g/dl), so the patients got the donation of blood. Next measurement gives very high result - expected growth is 2g/dl but it was from 8,2g/dl to 12,6g/dl. Analyzer: xn-550 sysmex, measuring method: sls--hemoglobin. Then we provided other lot of tubes, but this situation happened again. To investigate it more, collected tubes ( new lot) were sent to other hospital ( 10 km away from original one). The situation happened again. Lab manager says that she thinks if hb is ~8g/dl our tubes give false negative results (~4g/dl)."